Event description:
The customer claims that the alarm has no power when tested with new batteries and sensor pads. There was no pt incident of injury reported. Inspection of the product shows that the alarm powers on but has no alarm tone.

Manufacturer narrative:
(B) (4). Results - eval of the returned product found that the alarm's green led power light flashing on and off indicating power but at a much faster rate than normal and is making a low clicking noise. There is no alarm tone when pressure is off the sensor pad or when the sensor is disconnected from the alarm. The battery door is missing. The fail-safe function did not sound. (B) (4).